Event description:
A malfunction was reported by a caller regarding the tandem pump with a specific malfunction code displayed as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support (cts) assisted the caller by providing information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the malfunction code recurred.